Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a pacing impedance warning. It was also noted that the rv lead had short v-v intervals and a drop in r-waves. The lead remains in use. No patient complications have been reported as a result of this event.